Event description:
This event was reported in error. Through follow-up with the healthcare provider it was learned that although the patient expired 6 days (0.20 months) after surgery, the edward's valve did not cause or contribute to the patient's death.

Manufacturer narrative:
It has been learned though follow-up with the healthcare provider that the device did not cause or contribute to the patient's death. This event was reported in error.

Event description:
It was learned through a letter received by our implant patient registry that a patient had expired after an implant duration of 0.20 months due to unknown reasons. Through investigation, on 10/29/2010, a response was received from the surgeon indicating the device did not contribute to the patient's death. However, no cause of death was given and no autopsy was reported. The device remains implanted and no discharge summary is available.

Manufacturer narrative:
The event was learned through edwards lifesciences implant patient registry. This registry is a patient tracking mechanism rather than a clinical study. There is no allegation of a product malfunction. This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Method: device not returned.